Event description:
A customer observed a false negative ahbc result on a pt sample. The result was not released to the physician. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Eval - other: our lab analysis confirmed that the spike was missing from the tubing and it appeared that it was due to insufficient bond. Report has been forward to our current MFR for add'l investigation.